Event description:
It was reported that the insulin pump alarmed motor error and there were cracks near the battery compartment. The customer declined to provide their blood glucose level. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.